Event description:
Importer ref# (B)(4).

Manufacturer narrative:
The device was returned to resmed and the reported battery charging issue was confirmed. The root cause of the reported issue was a failure of the battery charging circuitry. (B)(4).